Event description:
It was reported that the patient received inappropriate shock due to noise. The patient had mitral valve replacement surgery and a few weeks later loss of capture was observed. The lead was explanted and replaced. Patient was doing fine after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.1-7.7cm from the connector pin consistent with lead friction to the ICD can. The sensing conductor etfe was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of capture anomaly, noise, and unacceptable thresholds.